Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the goal was 35.5-36c. They have the arctic sun device set with a target temperature of 36c. The patient dropped below target (35.3c) and wanted to know if they need to do anything or if the device would warm the patient back up on its own. Water temperature (wt) was 39.7c. Flow rate was 3.4lpm. Explained the water temperature was warm and the flow rate was good. The device would work to get the patient back to target. Discussed how the patient might not stay at exactly 36c but would go slightly above and below the target discussed factors that affect patient temperature. The water temperature would heat or cool accordingly in attempt to maintain the target temperature.

Event description:
It was reported that the goal was 35.5-36c. They have the arctic sun device set with a target temperature of 36c. The patient dropped below target (35.3c) and wanted to know if they need to do anything or if the device would warm the patient back up on its own. Water temperature (wt) was 39.7c. Flow rate was 3.4lpm. Explained the water temperature was warm and the flow rate was good. The device would work to get the patient back to target. Discussed how the patient might not stay at exactly 36c but would go slightly above and below the target discussed factors that affect patient temperature. The water temperature would heat or cool accordingly in attempt to maintain the target temperature.

Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be identified. The goal was 35.5-36c. They have the arctic sun device set with a target temperature of 36c. The patient dropped below target (35.3c) and wanted to know if they need to do anything or if the device would warm the patient back up on its own. Water temperature (wt) was 39.7c. Flow rate was 3.4lpm. Explained the water temperature was warm and the flow rate was good. The device would work to get the patient back to target. Discussed how the patient might not stay at exactly 36c but would go slightly above and below the target discussed factors that affect patient temperature. The water temperature would heat or cool accordingly in attempt to maintain the target temperature. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation, no additional actions are needed. Corrections: d, e. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.